Event description:
The customer sustained an injury to the head by the sample gantry lid on the back of the instrument involving the unicel dxi 800 access immunoassay system. The customer was taken to urgent care as the wound started to bleed. The physician recommended one staple to close the wound, but the patient had the wound incision glued instead. At present, the patient had not sought any follow-up visits with the physician. The patient stated a follow-up visit with the physician will most likely not take place. No further issues were reported by the patient. There has been no report of current patient condition. No instrument issues were reported at the time of the event. The instrument was in normal operation.

Manufacturer narrative:
Service was not dispatched as the customer did not question system performance. In conclusion, operator error contributed to the reported incident. A definitive cause of the incident is unknown.

Manufacturer narrative:
(B)(4)